Manufacturer narrative:
Updated sections: a3, b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. A catheter kink was observed near the y-fitting at approximately 74.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the catheter tubing measuring approximately 0.038cm in length. The evaluation confirmed the reported problem. The penetration found on the catheter tubing appears to have been caused by a sharp object. It is difficult to determine when the penetration may have occurred, but it could have caused the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon had excessive condensation in the tubing. Every time the patient is moved, the console generated a gas loss alarm. Balloon appeared to be 4-centimeters further distal and the console had a constant autofill failure alarm. The console was switched out and the same autofill failure alarm was being generated. The balloon will be removed and replaced. There was no reported injury to the patient. Medwatch-0500470000-20109-0029 received on 18-november-2019: after patient walked around the ICU(intensive care unit), the intra-aortic balloon pump(iabp) continuously had a gas loss in iab circuit error. All connections were tight and there was no blood in the helium line. We are able to restart the balloon several times, but eventually the balloon would no longer fill.

Manufacturer narrative:
Corrected sections: a1 - 'patient ID' redacted. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon had excessive condensation in the tubing. Every time the patient is moved, the console generated a gas loss alarm. Balloon appeared to be 4-centimeters further distal and the console had a constant autofill failure alarm. The console was switched out and the same autofill failure alarm was being generated. The balloon will be removed and replaced. There was no reported injury to the patient. Medwatch-(B)(4) received on 18-november-2019: : after patient walked around the ICU(intensive care unit), the intra-aortic balloon pump(iabp) continuously had a gas loss in iab circuit error. All connections were tight and there was no blood in the helium line. We are able to restart the balloon several times, but eventually the balloon would no longer fill.

Manufacturer narrative:
Complete event site name: (B)(4). Additional initial reporter name: (B)(6). Additional event site phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon had excessive condensation in the tubing. Every time the patient is moved, the console generated a gas loss alarm. Balloon appeared to be 4-centimeters further distal and the console had a constant autofill failure alarm. The console was switched out and the same autofill failure alarm was being generated. The balloon will be removed and replaced. There was no reported injury to the patient. Medwatch-0500470000-20109-0029 received on 18-november-2019: after patient walked around the ICU(intensive care unit), the intra-aortic balloon pump(iabp) continuously had a gas loss in iab circuit error. All connections were tight and there was no blood in the helium line. We are able to restart the balloon several times, but eventually the balloon would no longer fill.